Event description:
Allegedly during use, customer had problems with the electrode which did not result in injury to the pt. Reportedly the electrode probe "popped" and "arced" which resulted in melting of the plastic tubing at the end of the electrode.